Event description:
It was reported to boston scientific corporation that an advanix biliary stent was received on (B)(6) 2026. It was reported that in the front part of the package was damaged upon arrival at the hospital. The inner packaging was observed to be cut, and as a result of the damage, the sterility of the device was compromised. There was no patient involvement as the device was not used during procedure.

Manufacturer narrative:
Block h6: imdrf device code a1801 captures the reportable event of device not sterile.